Event description:
We want to report problems in medical infusion pumps. The infusion pump often uses a drop sensor (drop counter) to increase accuracy, but this infrared drop sensor can be spoofed by another person. Through experiments, we found out that the attacker can manipulate the infused volume of fluid with his or her infrared source. The infused volume can be manipulated from 65% to 330% in our experiments. It is because the infusion pump senses driplets through the drop sensor just with variations of the output of the drop sensor. Below are infusion pumps that we experimented on. Product 1: jsb-1200. (B)(4).